Event description:
It was reported that the patient received the product, and the tubing going into the bag was kinked for the last 3 times. The hose will not unkink. Per follow up via phone on 25july2023, the lot number for one of the bags with the kinked tubing is cn03639486. The other two have been thrown away.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect assembly operation of tube coiling (incorrect assembly)". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.